Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with his artificial urinary sphincter (aus). The device was removed and replaced for a new aus consisting of a pump, a 61-70 ml balloon and a 4 cm cuff. There were no further adverse patient effects in relation to this event. No more information is available at the moment, if relevant information is received, it will be provided.